Manufacturer narrative:
The doctor cleaned the tooth surface and recemented the onlay using a different product. The pt is reportedly doing fine and is no longer experiencing any sensitivity. No evaluation was performed. The doctor did not provide lot number info on the product allegedly involved; therefore, evaluation of retain sample could not be conducted. Additionally, he did not return any suspected product to kerr corp. For evaluation.

Event description:
On november 21, 2007, a doctor alleged that a pt experienced sensitivity on a tooth with an onlay cemented using maxcem in 2004. The doctor reported that when he pulled on the onlay, it fell off the tooth.